Event description:
It was reported that the device stalled, and the burr and wire became stuck. A 1.50mm rotapro and a 330cm rotawire and wireclip torquer were selected for use in a procedure to treat stenosis. During the procedure, there were several irregular rotations of the burr. A strange sound was heard and the device stalled several times. During removal, the rotawire and rotapro became stuck. The products were retrieved and removed together. The target treatment was completed with the rotawire and rotapro. No adverse patient effects occurred. It was further reported that the rotational speed was unstable, but ablation was performed. It was possible stenosis in the area before the lesion could have contributed to the reported event.

Event description:
It was reported that the device stalled, and the burr and wire became stuck. A 1.50mm rotapro and a 330cm rotawire and wireclip torquer were selected for use in a procedure to treat stenosis. During the procedure, there were several irregular rotations of the burr. A strange sound was heard and the device stalled several times. During removal, the rotawire and rotapro became stuck. The products were retrieved and removed together. The target treatment was completed with the rotawire and rotapro. No adverse patient effects occurred. It was further reported that the rotational speed was unstable, but ablation was performed. It was possible stenosis in the area before the lesion could have contributed to the reported event.

Manufacturer narrative:
Device evaluated by MFR: the rotawire was received inside the rotapro device. The guidewire had numerous kinks throughout the body. The guidewire was attempted to be removed from the rotapro device, and it was able to be removed with no resistance. Therefore, the guidewire was not stuck in the rotapro device. Dimensional inspections were performed and were within specification.

Event description:
It was reported that the device stalled, and the burr and wire became stuck. A 1.50mm rotapro and a 330cm rotawire and wireclip torquer were selected for use in a procedure to treat stenosis. During the procedure, there were several irregular rotations of the burr. A strange sound was heard and the device stalled several times. During removal, the rotawire and rotapro became stuck. The products were retrieved and removed together. The target treatment was completed with the rotawire and rotapro. No adverse patient effects occurred.